Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
(B)(4) MDR - boston scientific received info that shortly after the implant procedure it was noted that the right ventricular pacing impedances were higher than normal and pacing thresholds had increased. The pt was checked later the same day and impedances were higher than normal while the pacing thresholds were stable and the pt complained of chest and shoulder pain. Even later, the same day a possible pneumothorax or perforation was suspected. The pacing impedances on the right ventricular lead were out of range. Loss of capture and a dislodgement of this right ventricular lead was observed. In addition, it was not possible to measure the r-wave amplitudes. The pt was diagnosed with bleeding internally from a site not connected to the implant procedure. A procedure was scheduled. A lead perforation and pneumothorax were no longer suspected as the internal bleeding was likely the cause of the pt symptoms. A lead repositioning procedure was planned when the pt is more stable. Should additional info become available this investigation will be updated.